Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Max diameter 8.1 mm, neck diameter 3.7 mm. Landing zone (artery size): distal 3.71 mm and proximal 3.89 mm. The patent¿s vessel tortuosity was severe. After the surgeon established the access, the ped-3.75-20 stent was raised to the m1 segment through the microcatheter, and then the head end began to be deployed in the straight segment of m1. The 7mm stent was initially deployed to open normally. After the stent was pulled back to the expected anchor point of the internal carotid artery, the surgeon pushed the stent to give it tension to anchor it sufficiently. The surgeon continued to push the stent to deploy it. When passing through the anterior area of the cavernous sinus, flattening occurred. Due to the tortuosity of the c1 and c4 blood vessels, the surgeon deployed 4mmz left and right to reduce and increase tension and swung it back and forth to make it open. Repeated attempts still did not solve the problem, so the surgeon retrieved and deployed 5mm, swung it back and forth, but the flattening phenomenon still could not be improved. The stent was then withdrawn out of the body as a whole and replaced it with a new stent after being withdrawn from the body. Dapt (dual antiplatelet treatment) was administered (pru level normal). Angiographic result post procedure: significant contrast retention. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that when deploying the stent, the catheter moved normally toward the proximal end. When pushing the stent, the catheter exerted reverse force and moved normally toward the proximal end.

Event description:
Additional information received reported that a marksman 150 catheter was used. The cause of the pipeline failure was not determined. Multiple pipeline devices were not being used when movement occurred. It was unknown if any friction or difficulty during delivery or positioning. The device did not jump during deployment. The tip of the catheter moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bag; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.